Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: a4, b5, b7, d2b, d4 (procode,lot,exp,UDI), d11, g5, h4, h6 (patient,device). Corrected: d1, d2 and h6 (patient). No code available is used to capture emotional distress, blood heavy metal increased and device revision or replacement.

Event description:
After review of medical records patient was revised to address failed left total hip arthroplasty due to metal on metal reaction. Revision notes reported that the MRI demonstrasted periarticular fluid collection therefore it was felt patient wounld benefit from revision of left total left hip arthroplasty to remove the recall asr cup and convert him to ceramic opn polyethylene bearing surface. The femoral head was completely loose on the trunnion. There was some corossion inside the taper and removed the cup with minimal additional bone loss.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the sleeve of the asr was loose at the trunnion of the stem. It was also reported that there was possible corrosion. Doi: unknown; dor: (B)(6) 2017; left hip.